Event description:
An emt called from a fire dept. She stated that emts had responded to a call for a pt who was not responsive. The department's contour meter gave a blood glucose reading of 162 mg/dl when the pt was tested. The hosp received a low blood glucose reading once the pt arrived. The caller was unable to provide the actual reading. The difference between the readings would fall in either the "d" or "e" zones of the consensus error grid, making the difference clinically significant. No adverse events were alleged as a result of the contour readings. The caller performed 11 control tests and all results fell within the normal control range. No product will be returned for evaluation.